Event description:
Livanova received a report about an erc clamp with alarm message. The event occurred when the device has moved to a different pump. No patient impact reported.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova initiated an investigation. Through follow-up communication livanova learnt that it was a confirmed issue with second erc, sn (B)(6). No issue with pump console found at this time. Recommended to customer to also replace this erc. The pump did not show any problem therefore it cannot be indicated as the cause of both events. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova filed service technician was dispatched on-site and solved the issue by replacing the erc with a new one. The s5 console was checked and no deviation was detected. Functional verification checks passed positively and the s5 console with the new erc was returned back to service. According to the complaints database review, no further issues have been submitted for this unit since its installation in 2015, and neither concerning trend has been identified. Based on similar complaints investigation, the root cause of the reported issue could be traced back to: mechanical fault (e.g. Blocked clamp spindle #60-05-13); defective electronics (e.g. Zka #90-305-310 or zkb #90-305-320 board). Based on the collected information, the specific faulty component that led to this issue cannot be determined. The wearing of electro-mechanical devices, that can be originated by the specific use condition at customer site, may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.